Manufacturer narrative:
Corrected occupation: health care professional. Plant investigation: the device was returned to the manufacturer for physical evaluation. The complainant facility returned one f160nre dialyzer for manufacturer evaluation. During the gross visual examination of the sample, a delamination was observed on the non-cavity ID end which extended from approximately 320° to 50° with the dialysate ports at 0°. The delamination in the polyurethane potting material extended under the silicone o-ring. There were no other defects or irregularities visually identified on the fiber bundle or any of the molded dialyzer components. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. The investigation into the cause of the reported problem was able to confirm the failure mode. The complaint has been deemed confirmed.

Event description:
(B)(6) clinic biomedical engineer (biomed tech) reported the machine alarmed of a blood leak. The machine also tested positive for a blood leak and treatment was stopped. Follow-up was made with the clinic facilities administrator, who stated the blood leak occurred during treatment on (B)(6) 2017. The patient information was not available. Paul stated the patient was connected to a 2008k2 hd machine when the blood leak was observed. Per facilities administrator the 2008k2 hd machines generated a blood leak alarm when hd therapy was first initiated. The bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. The blood was not returned to the patient. No damage to the dialyzer or packaging was observed. The estimated blood loss (ebl) for the patient was approximately 150ml. The blood was visually noted and no blood leak test was used after the incident to check for the presence of blood in the dialysate. The facilities administrator stated no patient adverse effects were experienced and no medical intervention was required as a result of the reported event. The facilities administrator confirmed the patient dialyzed 3 times a week and was able to complete treatment with new supplies from a different dialyzer lot on another machine without issue, and did not require any medical intervention or additional treatment as a result of the reported occurrence. The dialyzer sample was available to be returned for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinic biomedical engineer (biomed tech) reported the machine alarmed of a blood leak. The machine also tested positive for a blood leak and treatment was stopped. Follow-up was made with the clinic facilities administrator, who stated the blood leak occurred during treatment on (B)(6) 2017. The patient information was not available. Paul stated the patient was connected to a 2008k2 hd machine when the blood leak was observed. Per facilities administrator the 2008k2 hd machines generated a blood leak alarm when hd therapy was first initiated. The bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. The blood was not returned to the patient. No damage to the dialyzer or packaging was observed. The estimated blood loss (ebl) for the patient was approximately 150 ml. The blood was visually noted and no blood leak test was used after the incident to check for the presence of blood in the dialysate. The facilities administrator stated no patient adverse effects were experienced and no medical intervention was required as a result of the reported event. The facilities administrator confirmed the patient dialyzed 3 times a week and was able to complete treatment with new supplies from a different dialyzer lot on another machine without issue, and did not require any medical intervention or additional treatment as a result of the reported occurrence. The dialyzer sample was available to be returned for evaluation.

Manufacturer narrative:
No sample was received to date. A definitive conclusion regarding the incident cannot be reached without examination of the actual complaint sample. The production record was reviewed and there was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformance, rework, labeling, process controls, and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
Gora clinic biomedical engineer (biomed tech) reported the machine alarmed of a blood leak. The machine also tested positive for a blood leak and treatment was stopped. Follow-up was made with the clinic facilities administrator, who stated the blood leak occurred during treatment on (B)(6) 2017. The patient information was not available. Paul stated the patient was connected to a 2008k2 hd machine when the blood leak was observed. Per facilities administrator the 2008k2 hd machines generated a blood leak alarm when hd therapy was first initiated. The bloodlines used were fresenius. The leak was noted as being an internal blood leak within the dialyzer, and no external leak was noted. The blood was not returned to the patient. No damage to the dialyzer or packaging was observed. The estimated blood loss (ebl) for the patient was approximately 150ml. The blood was visually noted and no blood leak test was used after the incident to check for the presence of blood in the dialysate. The facilities administrator stated no patient adverse effects were experienced and no medical intervention was required as a result of the reported event. The facilities administrator confirmed the patient dialyzed 3 times a week and was able to complete treatment with new supplies from a different dialyzer lot on another machine without issue, and did not require any medical intervention or additional treatment as a result of the reported occurrence. The dialyzer sample was available to be returned for evaluation.